Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event could not be determined. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, at the beginning of a unspecified therapeutic, the image does not appear when plugged into the 4k autoclavable camera head and it was having communication issues with the tower as the chip may have been damaged. The intended procedure was completed with a similar device. There was a delay reported of few minutes to swap a new scope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported issue could not be confirmed. Worn/faded labels were found during evaluation and inspection. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.